Event description:
It was reported that the patient received a notifier for high impedance. A merlin.net transmission revealed out of range impedance and elevated capture thresholds. The device was reprogrammed, and the patient would continue to be monitored.